Manufacturer narrative:
As reported, the 5fr exoseal vascular closure device (vcd) was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The device was stored and prepared as per the IFU. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire loop. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the expected plug deployment and retraction of the indicator wire. The black/white/red position was also confirmed. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device. The functional analysis was performed and successful device deployment was achieved. The indicator wire showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5fr exoseal vascular closure device (vcd) was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The device was stored and prepared as per the IFU. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report.

Event description:
As reported, the 5fr exoseal vascular closure device (vcd) was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The device was stored and prepared as per the IFU. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.